Event description:
It was reported that the customer experienced intermittent issues with the pump's battery not charging properly. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump, and the customer reverted to an alternate method of insulin therapy.